Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this lead displayed farfield oversensing and a decrease in amplitude. An x-ray was performed and concluded the lead had dislodged. A lead revision was performed. Several attempts were made to reposition the lead but were unsuccessful. The lead was explanted and a new lead was implanted. There were no adverse patient effects reported.